Manufacturer narrative:
The customer did not supply the patient's exact date of birth and weight. The customer's telephone number is (B)(6). Service was not dispatched. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. Beckman coulter (bec) internal patient identifier for this report is (B)(6).

Event description:
The customer reported obtaining reactive igg antibodies to toxoplasma gondii (access toxo igg) results for one patient sample on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample three (3) additional times on alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained non-reactive results. The customer could not provide information on which of the two analyzers were in use for the repeat testing. The sample was also tested on two alternative methods (elisa plat&#588;ia from bio-rad and western blot from ldbio) and generated non-reactive results. A new sample was collected from this same patient three days later and generated non-reactive toxo igg results. This report addresses the reactive access toxo igg result obtained for one sample on (B)(6) 2015. The reactive toxo igg result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer did not provide any information regarding instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.